Event description:
Pt's mother described "black specs" existent within curlin pump tubing near the filter prior to and during infusion of intravenous medication. Planned action per MFR; "to begin analysis, need to understand what specs are. Remove specs from filter and test in lab to characterize material. Once material identified, investigation team can begin to find root cause." FDA safety report ID# (B)(4).